Event description:
During a cardiac defibrillator implant using a response ep decapolar catheter, a pericardial effusion occurred. Following the implant of the right ventricular lead, an unsuccessful attempt was made to cannulate the coronary sinus (cs) with a cps catheter. An unusual angle of the cs os was noted and cannulation was then successful using a response ep decapolar catheter. Contrast was then injected, which revealed a dissection of the coronary sinus with a subsequent pericardial effusion. An echocardiogram was performed to confirm the effusion; however, no intervention was required. The atrial lead was then implanted and the left ventricular lead was capped for possible future implant. The patient remained stable throughout the procedure and was then transferred to ICU for observation overnight. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.